Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, low atrial lead impedance was noted and threshold was not measurable. The lead remained implanted and is being monitored. The patient is in stable condition.